Event description:
It was rpeorted that the injector flow rate was set for 2.0cc/sec. And the injection site was the left antecubital fossa. After injecting the total contrast volume (107 ml), no enhancement was noticed on the films. The pt was checked and significant swelling had occurred under the area of the eda patch. The pt was treated with cold compresses and referred to a plastic surgeon for consultation.